Event description:
It was reported the pt was receiving effective stimulation but he stopped using his system two years ago. It was reported he had not charged his ipg during this time. Multiple external devices allegedly were unsuccessful in communicating with the ipg. It was reported the physician plans to explant and replace the pt's ipg. No further info is available at this time.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.